Event description:
Vent started to alarm and rt responded immediately. The message on the ¿vent inop¿, rt immediately began to ambu the patient on 100% 02. Ventilator was quickly switched out and patient was breathing comfortably on the new vent. No harm, injury or change in condition occurred. According to the veta ventilator alarms and indicators table: this message indicates failure due to non-recoverable condition. The safety valve opens and the patient is allowed to breathe room air. Peep is not maintained. The priority on this alarm is high. The vent pm was up to date and the next service date on this ventilator is (B)(6) 2020. The patient had been transferred out of the ICU today at 15:00 on this ventilator. The vent was removed from service, tagged out and placed behind locked door in the dqm¿s office until it can be serviced and investigated. FDA safety report ID # (B)(4).